Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of two (2) 150ml intravia containers came off. This event occurred before administering medication to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received and evaluated. A visual inspection was performed on both of the devices and observed a white roughness in the injection sites. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted